Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet issued an alert 38 for a consecutive stalled motor during a supply change, consistent with a motor stall and a mechanical jam in the motor component; the user performed rewinds and a dry run past 120 units, then completed the supply change using the same supplies and resumed insulin delivery without further alerts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an assembly-related problem consistent with a mechanical jam affecting the motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.